Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen at a dose of 200 mcg/day via an implantable infusion pump. It was reported that the patient's pump was replaced on (B)(6) 2017 due to normal elective replacement indicator (eri). End of service (eos) occurred on (B)(6) 2017 so the patient had been going without therapy from the pump. The eos date was missed so the patient went without intrathecal drug. The rep believed the patient had been medically managed with oral medication. A back table prime of 0.3 ml was performed. The rep wanted to know what to prime. The catheter volume was 0.181 ml and the old drug desired dose was 100 mcg/day. No symptoms were reported and the rep was to follow up with the hcp.